Manufacturer narrative:
(B)(4). The sample was not returned; however, a photograph was provided for evaluation. Upon completion of baxter's investigation, or if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). There was no sample evaluation or batch review because the report was of a use error and there was no allegation against the device. It was reported that the patient reused single use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a physician reused a solution bag after swapping out a homechoice cassette. This occurred during peritoneal dialysis therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.